Event description:
It was reported that while injecting the preloaded, monofocal, intraocular lens (iol) the tip of the injector cracked down the middle. Through follow up we learned that the iol was partially inserted at the time of the cartridge cracking and thus, was withdrawn by the surgeon. There was no patient injury reported. No medical or surgical interventions were required. The surgeon completed the procedure using a back up iol. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.